Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the right atrial (ra) lead dislodged. It was noted that the patient experienced asystole and atrial fibrillation (af) after the reprogramming of the lead. The lead remains in use. No further patient complications have been reported as a result of this event.